Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/23/2021. Additional information: a1, a2, corrected data: d1, d2a, d2b, d4, g4. Additional information: procedure performed (B)(6) 2020. Follow up visits for reaction occurred (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 6/23/2021.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/2/2021. Additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. How are you feeling? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please complete the form and provide your surgeon¿s name, contact email information on the form and sign. This medwatch report is in response to receipt of a voluntary medwatch report #mw #5100607. Product is not available for return.

Event description:
It was reported a patient underwent a partial hysterectomy on (B)(6) 2020 and topical skin adhesive was used. Within two days of the surgery each of mive incision sites started itching. The itching progressed. Treatment prescribed triamcinolone acetonide .1 % cream, hydroxyzine hcl 25mg tabs, methylprednisolone 4mg tbpk and clobetasol propionate 0.05% gel.¿ the device is not available for return. Additional information has been requested.